Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service technician identified burn marks on the distal end plastic cover and white residue inside the air/water supply channel and auxiliary water flow channel and also in the air/water cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause for the white residue inside the auxiliary water channel and the air/water channel and the air/water cylinder could not be established. Regarding the burn marks on the distal end plastic cover, the most probable cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.